Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 60 stapler instrument associated with this complaint and completed investigations. The instrument was found to have 1 unclamp failure based on log review, that was not replicated in-house as the instrument failing for engagement during in-house testing. The logs displayed 1 unclamping failure with error code 22030 and p1 value of 2, which confirms an unclamping failure. The instrument was placed on the in-house system and was found to be locked. The instrument generated error message and the editor was used to unlock the instrument. The instrument was reinstalled on the in-house system and failed engagement test. The grip was not opening and closing properly. During in-house inspection, the instrument was found to have a jaw that would not open or close. The I-beam assembly could not be extended or retracted using the gear at the backend to determine whether something was stuck in the assembly. Lodge components or damaged sleeves may be preventing I-beam retraction. Additionally, the instrument was found to have a broken snake wrist cable at the distal end. The snake wrist cover was removed, and a broken cable was observed. The cable was broken on the channel side of the grip causing it to be loose inside the housing on the proximal end of the instrument. Also, the instrument was found to have failed mechanical engagement during in-house testing. The instrument inputs failed to engage with the in-house system's sterile adapter on quantity three of three attempts, preventing the instrument from entering following. The error logs for the system installs display error code 22020, with parameters indicating that the grip axis failed to engage. Engagements logs were unable to verify any failures. No loose drive cables were found during visual inspection.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform 60 stapler instrument would not unclamp the tissue. The stapler would not open. The customer completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Additional engineering device evaluation was completed. Initial findings were confirmed. The sureform 60 stapler instrument logs were reviewed and confirmed that there was an unclamp and force unclamp failure following a successful with a blue reload in the field. The unclamp failure was not a drivetrain failure, but rather the forces required to unclamp had exceeded the pre-determined threshold. A force unclamp was also initiated and failed at approximately 99% completion. The instrument fails to engage with the in-house system for functional testing due to the friction within the drivetrain. A broken steering cable was found at the wrist. The broken steering cable is not considered to be related to the unclamp failure. Inspection of the instrument finds the jaws unable to fully open. The bevel gear could not be rotated to manually extend or retract the I-beam. The stapler jaws were disassembled and revealed a lodged metal component and multiple lodged staples behind and around the stapler I-beam. The foreign component was removed and appears to be a ligation clip from a third-party company. The clip was likely retracted backward into the stapler I-beam assembly during the unclamping sequence, causing it to break into two pieces and increasing drivetrain friction. The clip was found with blue reload cartridge fragments that were likely related to damage to the reload caused by the clip during unclamping. The lodge clip is the likely cause of the increased unclamping forces required during the procedure. The unclamping and force unclamping forces could not overcome the friction in the I-beam assembly. There is no potential for fragments as the installed and I-beam assembly would retain any reload fragments. The root cause of the lodged clip is user related and can be prevented by ensuring each new staple line is not crossing previous staple line or previously placed clips.

Event description:
Refer to h11 for follow-up information.